Event description:
Patient had a cochlear implant placed at an outside hospital approx. 8 years ago. The patient was ordered for an MRI. The radiology dept was aware of the implant and researched the device. The device is noted to be conditionally safe in an MRI environment. The conditions for safe imaging included 1.5t magnet, feet first scan, and head wrap amongst other requirements. All conditions were followed. Upon the initiation of right shoulder sequence, the patient reported pain. The study was stopped. The patient later was seen by an otolaryngologist (ent). The ent noted the magnet of the implant migrated. The patient will need a revision procedure to restore the device. Patient stated that dr [redacted] from [redacted] said the internal component has moved and needs to be replaced. After speaking with both technologists that scanned the patient, I got the following information: pt was scheduled for a l [left] spine and rt [right] shoulder MRI. The cochlear implant was worked up by me and an MRI conditional form was in media tab. Pt arrived with cochlear head wrap kit applied by ent as per manufacturer's guidelines. Pt was scanned feet first so as not to have the implant traverse the entire magnetic field. This is strictly for comfort measures only. Pt was complaining of discomfort prior to entering the MRI room from the tightness of the head wrap. L spine MRI was completed (feet first), rt shoulder MRI was terminated after 1 sequence due to patient discomfort. Also, feet first. Cochlear model ci 512 is 1.5t conditional, no time restrictions.